Manufacturer narrative:
Unit passed self test. No unexpected alarms noted during testing. Pump successfully downloaded traces and history files using thump. Pump properly paired guardian link 3 transmitter. No communication anomaly noted. A calibration value was manually entered, and unit displayed the programmed value on the display graph. Pump was cut open to perform visual inspection and found moisture damage on pcba1 and force sensor. Test p-cap locked into place properly during testing. The following were noted during visual inspection: battery cap contact damaged, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, cracked case, and scratched case. Alleged no communication between pump and transmitter not confirmed during testing. Battery cap contact damaged and cosmetic damage at battery compartment confirmed per visual inspection. Moisture damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), battery cap contact missing/damaged, loss of communication between pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer reported battery cap was damaged, and the damage was on metal contacts. The customer need assistance in pairing the pump back to the transmitter. It was unknown whether the communication issue was resolved or not. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue the use of the device.